Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number is not provided for reporting. A device history record (DHR) review was performed for part # 03.812.001, lot # 8368719: manufacturing location: (B)(4), manufacturing date: 02.apr.2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017; surgery was performed using the transforaminal posterior atraumatic lumbar spacer (t-pal) system to treat the l2 -si level. During the surgery, the surgeon tried to pull out the holder but the holder did not turn because the knob of the holder got stuck. He tried it again and again but it did not work. Once he pulled out the holder together with the cage from patient body and then loosened it in the surgical field. Then, as he inserted it again the knob turned successfully, but the inner shaft was so difficult to be pulled out. He managed to pull out the inner shaft but the shaft deformed. The surgery was successfully completed with a ten (10) minute surgical delay but there was no adverse consequence to the patient. Concomitant device reported: cage (part # unknown, lot # unknown, quantity 1). This report is for one (1) t-pal spacer applicator handle. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed. Customer returned following three parts (part # 03.812.001, lot # 8368719; part # 03.812.003, lot # 9910467; part # 03.812.004, lot #8784273) ). The two fingerlike catchers on the distal end of the applicator inner shaft are bent outwards. The proximal end is in a sound condition and shows no signs of wear and tear. The other two returned parts, applicator outer shaft and knob look similar and show no deformities or any signs of damage. The condition of the returned devices does agree with the complaint description and the complaint can be replicated with the returned devices. It can be assumed that during the insertion of the cage the angle of the applicator to the sagittal plane was below the recommended 10 degrees. Additionally, an over-rotation of the cage more than 90 degree relative to the sagittal plane eventually caused a jamming of the t-pal cage to the applicator which led to the deformation of the instrument. Pd-investigation did not found any design and risk related deviations. Device history record (DHR) review was conducted as only part of the manufacturing. No deviation was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.